Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the moving parts did not move smoothly on the battery handpiece device, the device had unintended motion, failed leak tightness test, had component damage and was corroded. It was further determined that the device failed pretest for check for unintended motion, check function of device, check wear on housing, check for mechanical free moving and leakage test using bubble emission technique. It was noted in the service order that the device was worn which did not allow normal operation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred in (B)(6) 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.